Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device had twiddler's syndrome and the device had migrated. The patient underwent a revision and this device was repositioned to subpectoral location. To date, this device remains in service. No additional adverse patient effects were reported.